Event description:
Regarding an erroneously elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The initial accu tnl result was 4.86ng/ml. The accu tnl result was reported out of the lab. The customer re-centrifuged the pt original sample and re-tested for accu tnl on another instrument in their lab. The repeated accu tnl result obtained from another instrument was 0.09ng/ml. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.